Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the patient death could not be definitively determined based on the information available. A review by shockwave medical safety determined that this event is definitely procedure related; however, there is insufficient information available to adequately assess the relationship between the ivl device and the patient death therefore the relationship is considered possible. The site reported that the patient death is not related to the shockwave device, and there were no intervention-related complications. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used during a procedure to treat a patient's left anterior descending artery (lad). Distal lad intervention was performed with only balloons and stents. Proximal lad intervention was performed with a 3.0mm shockwave c2 coronary ivl catheter which successfully delivered 120 pulses with no device malfunction reported, and no vessel dissections or perforations detected. The patient decompensated during the procedure, and CPR was initiated. The patient passed away, but it was noted that the patient death is not related to the shockwave device. Additionally, the physician stated there were no intervention-related complications.